Event description:
Reporter alleged his non-diabetic brother obtained a discrepant blood glucose of 135 mg/dl compared back to back with a result of 72 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated his brother did not experience any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.